Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was placed in the left atrium. For the majority of the case, the sheath was working well. A versacross connect, hd grid, and a farawave catheter were used with the sheath during the case without issue to this point. The physician removed the farawave catheter from the faradrive sheath, and at this point, the area around the sheath handle was wet and the valve was dripping. The physician opted to place the hd grid again and finished the case a few minutes later. The procedure was completed with the original sheath without any patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was placed in the left atrium. For the majority of the case, the sheath was working well. A versacross connect, hd grid, and a farawave catheter were used with the sheath during the case without issue to this point. The physician removed the farawave catheter from the faradrive sheath, and at this point, the area around the sheath handle was wet and the valve was dripping. The physician opted to place the hd grid again and finished the case a few minutes later. The procedure was completed with the original sheath without any patient complications. The sheath has been received at boston scientific's post market laboratory.